Manufacturer narrative:
The user reported having a pacemaker inserted on (B)(6) 2025. According to the user, the procedure was performed in an outpatient setting, and the user was discharged the same day. The user stated that their hcp is aware of the event and prescribed antibiotics.per dms review, the user is currently using the system with up-to-date information.

Event description:
Senseonics was made aware of an incident where user reported having a pacemaker inserted on (B)(6) 2025. According to the user, the procedure was performed in an outpatient setting, and the user was discharged the same day. The user stated that their hcp is aware of the event and prescribed antibiotics.per dms review, the user is currently using the system with up-to-date information.